Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient's implantable neurostimulator (ins) for spinal pain. Information was reported that the patient had their ins replaced. The patient said their current ins works great, it is like night and day compared with the previous ins. The current ins is smaller, as less vibration and does not get hot while charging. The patient then clarified the previous ins was kind of bulky and was kind of sticking out. The caller also mentioned they have lost a little bit of weight. The patient also stated the previous ins has more vibration. No further complications were reported. No additional patient symptoms were reported.